Event description:
The company received information that suggested that the balloon cuff of the tube is leaking while in patient use. The patient's husband that the ventilator produced a low pressure alarm and that air was escaping through the patient's mouth. The patient's husband re-intubated the patient. The customer did not report any patient harm, change in therapy or adverse clinical effect to the patient. The customer indicated that the sample will be returned for investigation.